Event description:
It was reported that during an unknown procedure, the tip of the device could not clamp the target tissue. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 6/28/2023. D4: batch # unk. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 7/26/2023. D4: batch # x94l0f. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the 10ag device was received with the cam ratchet button disassembled and the end effector damaged. In addition, the cam ratchet button was returned inside a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality to evaluate any end effector issues. Upon functional testing the end effector could not open. The device was disassembled in order to evaluate the condition of the internal components and the cam ratchet button was confirmed to be broken. Although no conclusion could be reach on the cause of the reported event. The reported complaint was confirmed. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.